Event description:
During patient treatment, the mean airway pressure was elevated above the intended, causing the high mean airway pressure alarm to be activated. Additionally, the amplitude display was much lower than intended and could not be readjusted by the power knob. Operators reported no patient compromise.